Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of over 600 mg/dl. The customer was hospitalized with a diabetic ketoacidosis. When the reservoir was removed from the insulin pump, the reservoir compartment was wet. The customer was treated with an injection and fell into a hypoglycemic event of 56 mg/dl. The customer was disconnected from the insulin pump. In the alarm history there were a few motor error alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. No obvious insulin odor noted and no moisture damage found on the electronics, battery tube, or vibrator; however, corrosion was found on the motor home switch during visual inspection.